Event description:
A falsely elevated sodium result was obtained on a patient sample. The patient result was not reported to the physician. The result was questioned within the laboratory and the sample re-run. The sample was re-run on an alternate instrument and a lower result was obtained. A corrected result was reported.patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated sodium result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated sodium result was a misalignment of the integrated multisensor (imt) probe. The siemens healthcare diagnostics technical service center representative directed the customer to troubleshooting activities. The customer discovered that the alignment of the sample probe to the imt port was off. The customer replaced the sample probe which resolved the problem. The instrument is performing within specifications. No further evaluation of the device is required.